Event description:
Patient was revised to address hip pain. Surgeon commented that metallosis was present. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - patient fact sheet (pfs) form received which identified the patient's date of birth. Pfs attached to the file. There is no new information that would change the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: metallosis; pain; significantly elevated cobalt and chromium levels; chronic type fracture of greater trochanter, which was a very small fragment; large amount of fluid, which was very grayish in tissue. The femoral stem has been added to the complaint.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.